Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a hardware failure. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.